Manufacturer narrative:
Xenon light source (00mlx) was returned for evaluation. Failure analysis: lenses, cables and connections were checked by technician, and no issues were discovered. No loose wiring or components were noted. Any obstructions to cooling system were removed. The lamp was replaced because it failed at 260 hours. Root cause: the reported complaint was confirmed, lamp failure at 260 hours and was replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that the xenon lightsource (00mlx) has possible overheating issues. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.